Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, legal representative stated severe pain with daily activities and intercourse, infection, and mesh extrusion and/or erosion. Surgical revision and removal of the mesh in (B)(6) 2020. Suffered injury and has suffered apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation. Undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissues, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia. Suffered urinary incontinence, physical deformity, and the loss of the ability to perform sexually.

Event description:
Additional information received reported that on (B)(6) 2020 that patient underwent removal of abdominal mesh, enterocele repair, lysis of large and small bowel adhesions, and uterolysis under general anesthesia. Cystotomy repair and cystoscopy also performed under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. D1: brand name corrected from blank to ¿restorelle unknown¿. D2: common device name corrected from ¿inflatable penile prosthesis¿ to ¿surgical mesh¿. D4: item number and catalogue number were previously populated; however, the item and catalogue numbers are unknown. G4: PMA/510k previously populated; however, the model is unknown. H6: code e2107 previously applied in error.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.